Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and had an elevated white blood cell (wbc) count. The patient was treated with antibiotic therapy with vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The nurse was not able to provide the cause of the peritonitis event. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis could have been due to a breach in aseptic technique during the pd exchange. The patient is recovering from the peritonitis and continues pd with the same cycler.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. However, there is no allegation nor any objective evidence that a liberty select/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and is often associated with a breach in aseptic technique during the pd exchange (a known risk factor).

Event description:
On 12/jun/2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on 7/jun/2024 the patient was seen in the pd clinic for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and had an elevated white blood cell (wbc) count. The patient was treated with antibiotic therapy with vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The nurse was not able to provide the cause of the peritonitis event. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis could have been due to a breach in aseptic technique during the pd exchange. The patient is recovering from the peritonitis and continues pd with the same cycler.